Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. While attempting to introduce the ace catheter, it was found to be kinked and was not used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Patient had a communicable disease.